Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and blood/body fluid noted in the neck region and in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis could not confirm dislodgement.

Event description:
Boston scientific received information that during implant, this right atrial (ra) lead was difficult to place. The ra lead experienced helix extension issues. The ra lead got dislodged. The ra lead was difficult to remove. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.